Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "B.braun received and attended the case on (B)(6) 2022 to download history. Medication: IV hartmann rate: 41.67ml vtbi: 500ml nurse reported IV hartmann did not complete within therapy duration, balance of 447ml in fluid bag at 2109hours during shift handover. Based on the history logs extracted from sn (B)(4), no discrepancy found. Infusion started @ 1334hours. Rate: 41.67ml/hr, vtbi: 500mls, at 2109hours, vtbi was reset to 500mls because nurse claimed the fluid bag was not finish. Physical used tubing was not available for further investigation. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. The infusion started with a rate of 41,67ml/h and a volume of 500ml at 01:34 pm. The infusion was stopped by the customer at 09:09 pm. A new volume of 500ml was selected and the infusion was continued. The infusion was stopped by the customer again at 09:41pm. During this infusion, 337,87 ml has been infused. No other abnormalities were found in the device history. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.